Event description:
A 6f angio-seal evolution was deployed successfully post-heart catheterization. While at home and the next day, the patient felt a "pop." The patient presented back at the hospital where an ultrasound revealed two pseudoaneurysms, located in the common femoral artery and the internal iliac artery respectively. Both pseudoaneurysms were resolved completely without intervention, and the patient was listed as stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures if suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.